Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), determined that the battery was overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 19, the over discharge count is 5, and the battery is at eos. The last recorded recharge session done while the device was implanted has the default date of (B)(6) 2000 due to por. The device was recharged for 20 minutes and the battery voltage dropped from 3.175 to 3.170. The therapy avail diagnostic shows the battery has discharged to the lock mode 24 times since the last 8840 interrogation. The 5 current lock mode records have the default date (B)(6) 2000 due to over discharge. Battery charged sufficiently to obtain the trace report and ir, but will not power through the final functional test (ngt). The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. Two pmr attempts stopped before the 60 minute period. After adding another 1cm of space between the charger antenna and the ins to reduce the coupling, a normal recharge started automatically during the following physician mode recharge. The ins recharged for 3 hours and 12 minutes to 3.665v. Charging was interrupted to obtain the ir and trace report; charging resumed for 17hours and 32minutes bringing the battery voltage to 3.945v. Battery discharges rapidly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was explanted on (B)(6) 2015. The battery had been in overdischarge and the manufacturing representative was unable to use a trickle charge. The patient recovered with sequela. There was no patient injury. The patient was receiving very good coverage and symptom relief.

Manufacturer narrative:
Type of reportable event updated to serious injury.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that for the past two days prior to the report the stimulator had been acting weird with no reports of falls or trauma. On (B)(6) stimulation seemed to be turning on and off by itself and by early the next morning it stopped working completely. The patient charged her stimulator up the day prior to the report, however when the patient described the screen it sounded like she charged up her implantable neurostimulator recharger (insr) and recharged the implantable neurostimulator (ins) the week prior to the report. A problem with the patient programmer (pp) was reported. The patient was only getting the poor communication screen and didn¿t have an antenna. The patient was walked through troubleshooting steps but was still only getting the poor communication screen. A communication problem was reported. It was reviewed how to reposition the antenna, press the start charge button, and adjust the antenna dial but this did not resolve the issue. The patient called back again and reported her stim. Had stopped working completely. The patient had an appointment scheduled with her healthcare provider (hcp) for (B)(6) and requested that a manufacturer¿s representative (rep) be there. It was later noted that the device was working, was fully, charged but that it didn¿t work and the patient was in pain. A possible problem with the implantable neurostimulator was suspected. A telemetry issue was reported. While meeting with the patient on (B)(6) the manufacturer¿s representative (rep) reported that the patient had an MRI done earlier in the year, february 1, 2014 and since then the patient reported the stimulator had not been working well. The MRI was of the head and it was unknown if a transmit/receive head coil was used at that time. The patient had still been using the stimulator, however, just last week it turned off and she hadn¿t been able to communicate with it since last week. An attempt was made to look at the recharger statistics to see when the last successful recharge session was and all sessions had no data, just zeroes listed in the fields. The antenna locate feature was attempted with no resolve. The rep. Also tried the clinician programmer and recharger without communication. It was noted a physician mode recharger (pmr) had been done 1.5 to 2 years ago for a previous overdischarged event. It was recommended a pmr be performed. The rep. Later reported that 4 pmr¿s were performed and the ins was still not responsive to the clinician programmer or the insr. A telemetry issue was reported and had been like this since the patient had an MRI in february. It was unknown how the past telemetry issues had been resolved but were usually able to be resolved. There was still no recharge data available on the insr-all 0 values. It was noted the patient had stimulation the week prior to the report. The rep. Further reported that the cause of the event was determined to be an emergency MRI without head coil and was not device related. Reprogramming was not needed. Four to five pmr¿s were performed on (B)(6) 2014. The patient was going to be seeing the healthcare provider (hcp) regarding a replacement ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated coupling issues and possible overdischarge event captured in (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the manufacturing representative ran impedances during the implant and noted that the 8-15 lead was showing greater than 40,000 ohms. The physician tried to insert and re-insert the lead multiple times, but found the issue persisted. They were not able to swap out the lead, because the patient was not given a consent option before implant. They did an x-ray of the lead and found it was completely severed at one point and thus the impedances were showing everything as an open circuit. It was unknown how the lead was severed. All the leads were "under the battery" when they opened the pocket. None of the lead was explanted. The separated of the lead was seen near the battery at the proximal end. Interventions and patient outcome were not provided. Additional follow up has been requested to obtainthis information. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a lead replacement on (B)(6) 2015. The lead had not been explanted at the time of the report. The lead issue occurred at the proximal end. The patient was not receiving effective therapy. Patient outcome was not provided. If additional information is obtained, a supplemental report will be sent.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.